Manufacturer narrative:
(B)(4). Batch # r5c52x. Device evaluation summary: the analysis results found that one tcr75 reload was received with no apparent damage. The reload was received unfired. The reload was tested for functionality with a test device and it fired, cut, and formed all the staples as intended. However, four staples were noted to be missing along the staple line. It is possible that an improper handling of the reload caused the staples to fall out. The proper handling instructions should be used when removing and reloading cartridges into the device, please reference the instructions for use. It should be noted that 100% inspection is performed by means of automated vision system to ensure staples presence; the swing tab is present and unlocked. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a small intestine surgery, intraoperatively, the clips fell out of the magazine. A new magazine was used that did no harm to the patient.